Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin was damaged at the front of button. Customer¿s blood glucose level was unknown. Customer was advised to discontinue the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.